Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. During the procedure, the right ventricular lead exhibited loss of capture after reconnecting the lead to the new device. Further examination revealed that the lead was frayed and fractured. It was noted that there was no prior malfunction or adverse patient symptoms reported before this procedure. The lead was capped and replaced on (B)(6) 2019. The patient was stable throughout the procedure.